Event description:
When the surgeon attempted to pierce the meniscus he felt the needle portion of the device wasn't sharp enough. The surgeon was able to successfully complete the procedure using additional devices. The surgeon was not able to retrieve the implant portion of several devices which he had difficultly deploying. A delay of between 30 to 60 minutes took place but no pt injury was reported.